Manufacturer narrative:
The following sections were updated/corrected/added: a4, b4, d4, g3, g6, h2, h4, h6, and h11. The complaint for slda (single leaflet device attachment) post procedure was confirmed. Available information does not suggest what factors contributed to the event. After review of procedural tte by safety, there are no comments regarding the patients anatomy. Due to the limited details, the definitive root cause is indeterminable. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification of a pascal in tricuspid procedure where the post procedural tte notes noted the device appears detached from the posterior leaflet but still attached to the septal leaflet. Screening tte noted potential anatomical exclusions were identified. Tr (tricuspid regurgitation) at index procedure was torrential. Tr after index procedure was moderate. Tr regurgitation after slda (single leaflet device attachment) was moderate. (B)(4) - additional information received. Follow-up information was received from core lab. Core lab reviewed the discharge tte, echo date of (B)(6) 2025, and confirmed the slda. Tr grade was massive at discharge.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.